Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discoloration of skin surface at left chest wall, and had a fever that continued for two days. In addition, infection, erosion and wound dehiscence were observed, and the patient was treated with medication. The system was explanted, and a new device replacement was planned on the patient's right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.